Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. The touchscreen was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to a known issue with touchscreen calibration.

Manufacturer narrative:
The touchscreen was substituted and disposed at the hospital. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).

Event description:
A health professional reported that the touchscreen was slightly imprecise or incorrectly calibrated and it made it difficult to turn on and off the illumination of the fiber optics of the table top illuminator. No system messages were displayed. The event occurred during surgery. The surgery was completed on time. The patient did not experience any harm.